Manufacturer narrative:
Date of event is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-04195. It was reported that the patient developed an infection at the ipg and lead site. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.